Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip applier shot clips instead of applying them. They were flying through the bell. The rep discussed the need to prevent firing clips over clips as this can misalign the jaw. The surgeon did not think clipping on clips had occurred. A second er320 was opened to complete the case. There was no consequence to the pt.